Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on 2017-may-06. It was reported that the patient had an MRI on (B)(6) 2017 and the pump was routinely checked after MRI to confirm motor stall recovery. When the logs were checked the rep found an error. Low battery reset occurred multiple times on (B)(6) 2017 and the pump was at minimum rate. The pump was filled with 500 mcg/ml baclofen. The patient had not experienced any major symptoms with rigidity that would have let her know the pump was at minimum rate for over a month. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. As troubleshooting the pump logs were obtained. The physician was notified and the patient was to be scheduled for replacement soon. The issue was not resolved at the time of this report. Surgical intervention was planned but not scheduled. The patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing lioresal (500mcg/ml at minimum rate). The indications for use included intractable spasticity and other spasticity. It was reported that the manufacturer representative was reading the patient's pump after the patient underwent magnetic resonance imaging (MRI), and noticed a low battery and reset had occurred multiple times beginning on 2017-mar-18. The patient did not hear the pump alarming, but when an alarm test was conducted, the representative heard the alarm at a low, audible level. The representative inquired if the patient was without drug since the initial reset, and was to confer with the patient's healthcare provider. No patient symptoms were reported.